Manufacturer narrative:
Preliminary result of investigation by life cycle engineering: the complaint is not reproducible. After investigation at life cycle engineering the level senor has been sent to service department for final service check. Service check failed. Therefore the level sensor has been sent to supplier for further investigation. Investigation result: faulty response/sensitivity of the level sensor. Sensor has to be re-adjusted. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).

Manufacturer narrative:
December 02, 2015 11:32 am (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that the hl 20 had the following symptom and has been removed from clinical use: erratic level detector caused pump stop of the arterial pump during surgery. No known consequences to the patient. (B)(4).

Manufacturer narrative:
Affected mcp00151005#cls 20-535 capacitive level sensor (article number 70101.0855, serial number (B)(4)) has been requested for further investigation by manufacturer. According to investigation report #(B)(4) the life cycle engineering has investigated as follows: the sensor was connected to a hl20(sn (B)(4))- no alarm. The sensor was connected with a container full of water. Switched on and off multiple times, wiggled on the plug, rotated and bent the cable and wiggled on the cables and on the sensor. No alarms. The failure could not be reproduced. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).